Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in china as follows: it was reported that the patient was admitted to hospital due to external injury to the right leg. On (B)(6) 2012 an open reduction and internal fixation operation was performed on the patients right tibia. It was reported that on; (B)(6) 2013 there was a plate fracture. On (B)(6) the patient underwent a plate removal procedure. The surgeon used another brand plate to complete the procedure. The plate remains in the patient. There was no report of surgical delay. This report is for 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was initially admitted to hospital due to an injury to his right leg. The surgeon performed an open reduction and internal fixation operation on his right tibia on (B)(6) 2012. The plate was discovered to have fractured on (B)(6) 2013. Revision surgery was performed on (B)(6) 2013. The surgeon removed the plate and replaced it with another brand to complete the procedure. The complained broken plate was retained by the patient (was given to the patient and will not be returned at this time). The complaint is alleged against the plate only and not the associated hardware. This report is 1 of 1 for (B)(4).